Event description:
It was reported that a fragment of a yukon polyaxial screw fractured off intra-operatively. The screw and the broken piece were removed and the procedure was completed successfully with no surgical delay and no adverse consequence to the patient. The event was initially reported to stryker via in medwatch (B)(4).

Event description:
It was reported that a fragment of a yukon polyaxial screw fractured off intra-operatively. The screw and the broken piece were removed and the procedure was completed successfully with no surgical delay and no adverse consequence to the patient. The event was initially reported to stryker via in medwatch (B)(4).

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. H3 other text : no product returned.